Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of s-ICD data noted multiple treated and untreated episodes stored showing atrial fibrillation with aberrant conduction, causing t-wave oversensing, and sometimes, inappropriate shock therapy being delivered. Overall changes in the amplitude morphology measurements were noted in these episodes as well. The patient has been admitted to the hospital and the s-ICD system has been deactivated until further troubleshooting can be performed. The s-ICD remains in service and no additional adverse patient effects were reported.